Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On (B)(6) 2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a pentaray nav high-density mapping eco catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a lifted ring. Initially it was reported that after the pentaray nav catheter was opened, the catheter did not enter the sheath as there was a defect at one spine. The complaint product was not used in patient. Catheter replacement resolved the issue. The procedure was completed without patient's consequence. The observed bent spine tip issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 3/14/2019, the bwi pal received the device for evaluation. Upon initial inspection, it was noticed that one of the spines stands a little further out than the others. These findings were assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. A second visual was performed and on (B)(6) 2019, the bwi pal found one of the spines protrudes outward a little further than the others and a lifted ring. The observed lifted ring has been assessed as MDR reportable as the device integrity was compromised. The awareness date has been reset to (B)(6) 2019.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a pentaray nav high-density mapping eco catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a lifted ring. It was reported that after the pentaray nav eco catheter was opened, it did not enter the sheath acknowledging the defect at one spine. The investigational analysis completed on 5/16/2019. The device was inspected and it was observed that one of the splines stands a little further out than the others and a ring was observed lifted. The outer diameter was measured and failed due to the damage observed. A manufacturing record evaluation was performed and no internal actions were identified.  The customer complaint was confirmed. The root cause of the damage on the electrode cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture ref no:(B)(4).